Manufacturer narrative:
Results: nucleated red blood cell chamber. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the nucleated red blood cell (nrbc) chamber of the unicel dxh 800 coulter cellular analysis system was overflowing. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the nrbc chamber was not draining. The fse found tube stopper pieces in the chamber was preventing proper draining.